Event description:
It was reported that the display did not work when the device was turned on. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found, and no anomalies were observed during bench testing. It was noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was broken, the lead flex cover was broken and both bails were missing.